Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked battery tube threads.

Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that she was changing her infusion set and the insulin pump started to alarm button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.